Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Event description:
Additional information notes that normal battery depletion was observed.